Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was discarded.

Event description:
Healthcare professional reports patient was injected with 0.2 ml juvéderm vollure¿ xc in nasolabial folds and experienced vascular occlusion event in the area on same day. Capillary refill tests performed the 3 days following injection showed "slow capillary refill." Treatment included aspirin and hylenex initiated the day of injection, viagra added the following day. Hyperbaric oxygen chamber treatment also provided starting the day after injection for four days. Symptoms resolved 3 days post injection.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm vollure¿ xc in nasolabial folds. Patient experienced vascular occlusion event in the area.